Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an I-pump in which there was a false occlusion alarm. The event occurred in the operating room. The process step is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction in which there was a false occlusion alarm was not confirmed and not reproduced. The root cause was not confirmed and there were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.